Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, customer reports, when the large hem-o-lok clip applier instrument was fired, the jaws of the instrument jerked to the side. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all (e.g., static instrument). The movements of the surgeon did scale appropriately to the instrument. The instrument did move in the intended direction. The timing of instrument movement was appropriate. There was not any shakiness and/or friction experienced/observed. There was not any instrument-to-instrument or system arm-to-arm interference. The instrument was only used once. When the occurred, the surgeon was clamping a hem-o-lok clip on a vessel. There was no injury to the patient as a result of the event. The instrument was inspected prior to use and nothing was observed out of the ordinary. The unexpected motion occurred when attempting to place a clip around a vessel/tissue. The unexpected motion occurred during clip closure. At the time of event, the clip did not become dislodged from the instrument and fall into patient. The instrument will be returned to isi for evaluation.

Manufacturer narrative:
Based on the claim against the product noting when the large hem-o-lok clip applier instrument was fired, the jaws of the instrument jerked to the side, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and fa was not able to confirm the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems.